Event description:
A customer reported their freestyle flash blood glucose monitor was showing an error 4 message, during the insertion of the test strip. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.